Event description:
It was reported that patient experienced loss of stimulation due to high impedance on lead in port c. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient experienced loss of stimulation due to high impedance on lead in port c. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well post-operatively. The explanted leads were not returned as they were discarded by the medical facility.